Manufacturer narrative:
The devices were not returned for evaluation. Images were not provided. Medical records were provided and reviewed. For both of the reported malfunctions, the investigation is confirmed for filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly detached and was difficult to remove. One filter and detached limbs were removed percutaneously. The other filter was not removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury. This information was received from one source. The age of the female patients ranged from 47 years to 55 years. Weight was not provided.